Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead to be implanted exhibited noise, high pacing impedance, failure to capture, and failure to sense. The lead was replaced during he procedure on (B)(6) 2020. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.